Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted. The patient experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient experienced stress incontinence and underwent cystoscopy on (B)(6) 2010. There was no evidence of mesh erosion in the bladder. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that the patient underwent a mesh revision/removal on (B)(6) 2012. On (B)(6) 2011, the patient underwent an endometrial ablation due to dysfunctional uterine bleeding and sui. No additional information was provided.